Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and low blood glucose. The customer¿s blood glucose level was 543 mg/dl. The customer also experienced ketones of 2.4 mmol/l, 2.2 mmol/l and 1.7 mmol/l. The customer opted to deliver an injection and change infusion set and found cannula bent after removal. The customer re-inserted new set and sugars returned to target. The insulin pump will not be returned for analysis.